Event description:
Laparoscope gastric band - "during the procedure the surgeon noticed that the black seal from the port had fallen in to the pt's abdomen. The surgeon retrieved the black seal before closing the pt's abdomen."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56. If we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.